Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Since the coding was updated attune system impactor to scratched/nicked, as this was reported with "deep gouges". This changes the reportability to not reportable. The previous coding was in error.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that upon inspection the following parts were found broken. Attune spacer block - missing spring. Attune spacer block - chipped. Attune system impactor - deep gouges x2. Attune impaction handle - cracked x2. Attune rev stem trial - bad threads x2. Attune assembly wrench - missing screw. Attune mes sizing/rot gde - missing spring / faded. 57 grater - won't attach. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune system impactor had scratches at the impaction and middle section. Additionally, chips were found at the impaction area. The observed chipped condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as off axis impactions, heavy usage and misuse. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune system impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that upon inspection the following parts were found broken. Attune impaction handle - cracked x2.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.